Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) observed air in the patient line while using a homechoice (hc) machine during initial drain. The technical service representative (tsr) assisted the hp to end therapy and explained that they would need to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. The cause of this issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.